Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due a lead integrity issue. Noise was observed on the right ventricular (rv) lead. Reprogramming was performed to change the sensing vector. The lead remains in use. No patient complications have been reported as a result of this event.